Event description:
The company was not notified of this event at the time of occurrence. Subsequently, the company initiated a comprehensive retrospective review and investigation of all medical device reports (mdrs) and related complaint records associated with the device over the previous five years. As part of this effort, the company thoroughly reviewed all available complaint files, customer records, manufacturing records, and associated documentation in an attempt to identify the patient and gather additional information related to the reported event. Despite these efforts, the patient could not be identified. Based on the information identified within the maude report, the patient reportedly purchased two remi night guards in early 2026 and used the devices for several months before noticing a strong chemical odor emanating from the night guards, particularly after soaking them in tap water for approximately one hour. The patient reported that the water developed a chemical smell and, after ruling out the water source and storage container, attributed the odor to the night guard itself. The patient further stated that the odor could be detected when smelling the device closely and discontinued use due to concerns that the product was unsafe and potentially toxic. No adverse health effects, injuries, or medical treatment were reported. The reported issue is limited to an alleged product odor and the patient's concern regarding potential chemical exposure. This MDR was documented retroactively based on information identified through maude reports. Due to the inability to identify the patient and the limited information available, no additional investigation activities or corrective actions can be performed at this time.